Event description:
Tech alleged buttons on ucm were not functioning properly.

Manufacturer narrative:
Tech found old fluid residue prevented the buttons from pressing. He replaced ucm board to resolve issues. Safety check passed.